Event description:
As reported by our edwards lifesciences affiliate in colombia regarding a 23mm sapien 3 transcatheter heart valve implant procedure in aortic position by transfemoral approach, during the procedure, the valve was implanted without complications, but final aortogram showed massive insufficiency. Post-dilation was carried out, which worsened the insufficiency and leaflet motion restriction and inadequate coaptation was reported causing hemodynamic instability, so it was decided to implant a second valve without complications. The patient is stable.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation was empirically confirmed based on information provided. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there was severe calcification in the native annulus. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. Leaflet motion restriction was empirically confirmed based on information provided. Available information suggests that procedural factors (post-dilation) likely contributed to the event as per information provided leaflet motion restriction was found after post-dilation. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.